Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 284mg/dl. The past occlusion alarms were resolved by either resuming insulin deliveries or performing supply changes and then resuming insulin deliveries. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended. Insulin deliveries were successfully resumed after troubleshooting was performed. Reportedly, the current supplies had been in use for more than 3 days and the customer wears the pump against their skin. Tandem technical support advised the customer to wear the pump in a case to prevent temperature changes.